Manufacturer narrative:
(B)(4). Batch # r92y87. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. Although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event but the closure indicator was broken and not making contact with the moving trigger. The ¿reactivate two switch activations detected¿ alert screen is associated with the hand activation button issues. However, no alert screens were displayed at any time during testing. In addition the device contains only one hand activation button. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic sigmoidectomy, ¿reactivate¿ was displayed during use. The cord was plugged out and in and the gen11 was restarted but the same error was displayed 3 times. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.